Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier . Age & date of birth . Patient sex . Weight . Ethnicity . Race . Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used an angio-seal device that had expired on (B)(6) 2020. The device was successfully deployed and there were no issues immediately post procedure related to this closure device. The patient was in stable condition and the procedure outcome was successful.